Event description:
It was reported that vascular team was called to hemato-oncology unit where they had to rewire PICC due to leakage of catheter. Once PICC was removed, rupture of the catheter was noted.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw1471 showed six other similar product complaint(s) from this lot number.